Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: reporter states that two days ago, a few hours after changing the infusion set and cartridge, the cartridge compartment smelled of insulin and the body of the cartridge was noted to be leaking. The patient had mild nausea and a blood glucose (bg) level of 500 mg/dl, treated with 4 units of subcutaneous insulin via syringe, changed infusion set and went on a back-up pump. The patient changed to a new box of cartridges as recommend and will return the cartridge that was leaking. Reporter denies any trauma prior to the leak. Patient is currently on back up pump bg within normal limits, and no leakage of insulin after cartridge change is noted. This complaint is being reported because the patient experienced hyperglycemia related to a cartridge malfunction.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014. Device evaluation:the cartridge has been returned and evaluated by product analysis on 04/08/2014 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.